Manufacturer narrative:
Concomitant medical products: model: dtba1q1, crt-d; implanted: (B)(6) 2016, model: 429888, lead; implanted: (B)(6) 2017.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, and t-wave oversensing (twos). This resulted in the patient receiving an inappropriate therapy. Reprogramming was completed. The lead remains in use. It was noted the patient had run out of their beta blocker medications. No patient complications have been reported as a result of this event.